Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user observed intermittently small air bubbles in the luer lock. There was no reported impact to the customer's blood glucose level. Tandem technical support instructed the user on proper air removal from the cartridge.